Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the were in the hospital due to high blood glucose of 575 mg/dl and diabetic ketoacidosis. The customer indicated they would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 271 mg/dl at the time of the call. The customer declined to check their settings or to perform the high pressure test and was advised to follow up with doctor regarding the high blood glucose and possible site issues. Customer was also advised to change out insulin, reservoir and infusion set and call back if any further issues.